Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Supplemental submitted to update/correct conclusion codes. All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).

Event description:
Additional information received reported that the patient had pneumonia.

Event description:
It was reported that the pt had a granuloma, which was removed. Currently, the pump "sticks out quite a bit". A surgery for either repositioning or to make a deeper pocket was being considered. Pt believed her pump was implanted in (B)(6) 2011. The pt had also missed a refill. No symptoms were reported related to the missed refill, which was re-scheduled for (B)(6) 2011. A follow-up report will be sent if additional info becomes available.